Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood/body tissue was found on the proximal and distal portion of the electrode, and the distal portion of the conductor, and were not obstructive. The insulation was found to have been breached due to a cut.

Event description:
It was reported that the lead exhibited progressively rising thresholds to high levels, as well as short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.